Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter was reverting to the setup mode. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on november 19, 2007 in the morning. He also mentioned that she felt shaky and sweaty after the reported issue began. The patient reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product and that the issue occurred immediately after removing/replacing the battery. There was no meter trauma. The patient was walked through resolving the issue. The date and time were reset on the meter. This complaint is being reported because the patient alleged he was unable to obtain a reading on the lfs product and later developed symptoms suggestive of hypoglycemia. The patient declined a replacement meter.